Event description:
It was reported that the patient experienced a loss of therapeutic effect on (B)(6) 2012. It was noted that the patient "had no feeling in her vagina and the device shut itself off." It was noted that the patient wet herself twice. The patient noted that she knew nothing about the patient programmer and wanted to meet with the manufacturing representative in the physician's office. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va006qs, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).